Manufacturer narrative:
The DHR review did not reveal any anomalies and the device is performing within anticipating rates. The product has been evaluated and the reported problem was confirmed. The r/l indicator pcb was damaged by saline contamination resulting in burning, with the associated harm to the wiring harness feeding that assembly. The gasket was missing from the blue cassette entry. The venturi muffler and its cap were very loose upon receipt and was corrected.

Event description:
The user facility in (B)(6) reported a burning plastic smell and there was white smoke coming out of the cartridge area. The case was ended and a replacement machine was brought in. The surgery which should have lasted 7 to 10 minutes was extended 5 to 10 minutes to swap out machines and the patient was probably given an extra dose of anesthetic. No patient impact was reported.

Manufacturer narrative:
Corrected to (B)(6) 2018 the reportability awareness date is (B)(6) 2018, when we were notified that the patient was most likely administered an additional dose of anesthesia. The root causes for the product issue are a combination of saline ingress and damage to the pcb. There is no service depot history on this module. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action or further investigation is required at this time. The investigation is complete.